Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication stocked in the pyxis was greyed out with message not available and one or more items were not in formulary, cannot remove. The user confirmed that medication was active on the facility formulary and stocked in pyxis. Additionally, the med ID showed as 999999, while pyxis formulary and epic listed as 12031. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication stocked in the pyxis was greyed out with message not available and one or more items were not in formulary, cannot remove. The user confirmed that medication was active on the facility formulary and stocked in pyxis. Additionally, the med ID showed as 999999, while pyxis formulary and epic listed as 12031. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that there a medication stocked in the pyxis was greyed out with the message not available. A technical support specialist (tss) dialed into the server and confirmed that the pyxis es server received the medication ID for the order as 999999. Tss assigned the case to integration engineer for further investigation. Tss sent an email to user and requested remote smart service (rss) access. Tss gained access to carefusion coordination engine (cce) and successfully dialed in. Tss confirmed cce medication tracing only retains 3 days of logs the provided order number was dated 12/18. The medication was greyed out due to an incorrect medication ID. Integration engineer validated what cce received but confirmed cce does not change medication ids. Customer was advised to check with their pis host regarding why orders were sent with medication ID 999999 and troubleshoot on their end. Case was placed back, and the customer proceeded to close it. The system functioned as intended after the technical support specialist investigated the device.